Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that at an unspecified time prior to pt use, the tubing set broke. No specific details were provided. The tubing set was replaced and the therapy was initiated. During verification testing at the mfg facility, it was noted that the clave secondary port on the cassette of the tubing set was partially torn off.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the clave secondary port on the cassette of the tubing set was partially torn off. There are white drag marks indicating the use of force. Hospira has completed a formal investigation addressing the issue breakage at the clave secondary port. According to investigation findings, the probable cause is related to design of male/female adapter (semi-rigid) since the design not being robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. This report represents all the info known by the reporter upon query by hospira personnel.